Manufacturer narrative:
D10 concomitant medical products: sig30ctav, tri 2.0 sig30ctav 30 CT vsclr 12mm, (lot# unknown) sig30ctavm, tri 2.0 sig30ctav 30 CT vsclr 12mm, (lot# unknown) sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm, (lot# unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot# unknown) sig30ctav, tri 2.0 sig30ctav 30 CT vsclr 12mm, (lot# unknown) sig30ctav, tri 2.0 sig30ctav 30 CT vsclr 12mm, (lot# unknown) sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm, (lot# unknown) sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary resection, the shipping wedge broke. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6, h8 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one shipping wedge were received. The reload was fully fired and the interlock was engaged. The jaw of the reload was open. Functional testing found that the reload was loaded into a representative pmv handle. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that shipping wedge was broken. The reported issue could not be confirmed. The most likely cause was not available because no problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary resection, two out of the three small pieces came out in the form of splinters near the protrusion of the yellow tab, and were taken with forceps. There was no patient injury.